Event description:
Customer reported an alarm indicating an early occlusion event in the day prior to contacting support. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. The customer experienced more than one previous occlusion event but resolved all issues using the same method. No additional assistance was necessary, and the case was closed by technical support.